Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, provided instructions for returning the malfunctioning pump, and confirmed the replacement pump would have updated software. The customer acknowledged the steps outlined by technical support and agreed to use the current pump as a backup, with multiple daily injections as an alternative therapy if necessary.